Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not charge. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. As received, the battery would not charge. A root cause analysis is underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.